Manufacturer narrative:
Product ID 8709, serial# (B)(4), implanted: (B)(6) 2003. Product type catheter. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from a healthcare provider reported both the pump and catheter were replaced.

Manufacturer narrative:
Concomitant medical products: product ID: 8709, serial# (B)(4), implanted: (B)(6) 2003, product type: catheter. Other relevant device(s) are: product ID: 8709, serial/lot #: (B)(4), ubd: 07-nov-2004, UDI#: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider via a manufacture representative regarding a patient receiving unknown drug via an implantable pump. The indication for use was non-malignant pain. It was reported healthcare provider advised that they were advised by the pentec refill nurse that there was a refill discrepancy of approximately 30ml. Exact actual v expected were not reported. The pentec nurse further explained that, on the last refill, there was a 20ml discrepancy and again did not provide actual or expected volumes. It was noted the patient was asymptomatic. The patient was taken to procedure room and a rotor study demonstrated normal rotor movement. The healthcare provider could not aspirate fluid through the cap. Procedure ended and patient was scheduled for a catheter replacement. No cause was noted and logs showed no abnormal events. The patient was going to have surgery on (B)(6) 2019.